Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as receipt of this report, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection reflin (1 gm, frequency, duration and route not reported) and injection fortum (1 gm, one time per day, route and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.